Event description:
During a breast biopsy the tissue marker did not deploy properly. The customer changed markers and completed the case with no consequences to the pt. The tissue marker was sent back for analysis.